Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While making distal cut the mics handpiece locking mechanism fell off. Surgical delay of 10 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported issue: the front end of the handpiece was compromised. Product history review: device history records indicate 25 devices were manufactured under lot k07v3 and 25 including 4200811 were accepted into final stock on 07-30-2016. Complaint history review: a review of complaints related to p/n 209063, s/n (B)(4) in prodex lot k07v3 shows no additional complaint(s) related to the failure in this investigation. Visual inspection: visual inspection revealed no physical damage of unit. The screw was outside of the unit. Dimensional inspection: dimensional inspection was not completed visual inspection clearly shows the failure of the device. Material analysis: material analysis was not completed because the failure was functional. Functional inspection: the handpiece motor and electronics function as intended. Conclusion: the screws hold the front end in place. If the screws back out then the front will come off."

Event description:
While making distal cut the mics handpiece locking mechanism fell off. Surgical delay of 10 minutes.